Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused damage to part of the lung. The patient did receive medical intervention and reported to have seen a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of damage to part of the lung related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging damage to part of the lung related to a CPAP device's sound abatement foam. The patient has alleged to experience difficulty breathing, and allergies, nasal/throat irritation, or soreness, and respiratory issues. There was no medical intervention required by the patient. The reported events of difficulty breathing, and allergies, nasal/throat irritation, or soreness, respiratory issues and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- clinical code corrected with appropriate codes.section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on oct 25, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging damage to part of the lung related to a CPAP device's sound abatement foam. The patient did receive medical intervention and reported to have seen a physician. The patient has alleged to experience difficulty breathing, and allergies, nasal/throat irritation, or soreness, and respiratory issues. Additional information was received about the allegation of sinus that patient experienced respiratory issues since using the device in (B)(6) 2020. The sections b1, b2, b6, b7, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.